Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed a green image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (d8, d9, h4) and the legal manufacturer's final investigation results. Based on the result of the investigation, the purple image could not be reproduced or confirmed; therefore, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.